Event description:
The catheter was placed for gastrostomy feeding on 8/12/97. On august 16, 1997, it was noted that the catheter had migrated. The dressing had been changed prior to noticing the migration.